Event description:
It is reported that the device was implanted in 2008 and that the pt presented to a dr with a painful total hip. Surgery was performed in 2009 to remove acetabular component, due to possible impingement of components. During surgery, range of motion assessment noted the possibility of impingement between stem and cup due to suboptimal cup positioning. Upon removal of the cup, it was found that the cup showed no bone ingrowth to the fiber metal of the prosthetic cup, only fibrous tissue was present on the cup and in the socket.

Manufacturer narrative:
Evaluation summary: the condition of the device is unk as it was not returned. The mating femoral stem is unk and the condition thereof is unk. The surgical notes from the primary surgery as well as the revision surgery are unavailable. It is unk if the components were implanted with the correct orientation and fit as per the surgical technique. X-ray images post-primary surgery and from successive pt visits are unavailable. The instruments used in the primary surgery are also unk. Pt's age, height, weight, and activity level are unk. Based on the above info and observations, the alleged event of impingement may have been due to malalignment of the acetabular shell and/or femoral stem, which may have caused impingement at various interfaces. Fibrous tissue ingrowth may have been secondary to acetabular shell motion due to inadequate fixation. However, no definitive cause analysis can be completed with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.